Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and test strips (2) were returned for investigation. The returned test strips were measured with the returned meter and the lin 3 control. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.3 inr, qc 2: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The second result of 8.0 inr as well as the result of 6.0 inr alleged on by the customer on (B)(6) 2020 were not observed in the meter¿s patient result memory. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). The meter result was 8.0 inr, 6.0 inr and 8.0 inr within 4 hours of each other. The patient's therapeutic range is 2.0-3.0 inr. The patient currently feels weak.